Event description:
This procedure was performed in the left sfa: as stent was being deployed, physician described a "complete stuck". As physician tried to continue deploying, the blue hypotube disconnected completely from internal silver shaft. The 6fr. Long sheath was removed over this, and replaced by 8 fr. Sgs short sheath. As the wire and stent catheter shaft were removed, the remaining 2/3 of the stent deployed in the sfa proximal to the target area (about 80% of the area was covered) physician used another stent to complete the procedure.